Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient who underwent a mechanical thrombectomy procedure on 28-aug-2023 in which a solitaire stent retriever device and react-71 aspiration catheter were used. That patient's baseline tici was 0, mrs was 2, and nihss was 12. Tici 3 was achieved in the procedure. There was no reported device malfunction. It was reported that post-procedure magnetic resonance imaging (MRI) the day of the procedure showed intracranial hemorrhage (ich) findings of "the left frontotemporoparietal insula, left basal ganglia and radiative crown." No additional patient symptoms were reported but the event was noted to be not resolved. The event was not life-threatening and did not require additional intervention or result in prolonged hospitalization or patient disability. Both the site and study sponsor assessment concluded the ich event was possibly related to the procedure. Site assessment additionally noted that the event was not related to the patient disease under study, and underlying condition, or the devices. Additional information was received reporting computerized tomography (CT) revealed left lateral fissure and left frontotemporal subarachnoid hemorrhage. The patient narcolepsy was followed by antiplatelet therapy with tirofiban 5ml/h pump. The neurological function of the patient was relatively stable, and the patient agreed to be transferred to the right door for continued treatment. Modified rankin scale (mrs) score 2, national institutes of health stroke scale (nihss) 12. This event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as not related to the study device and possibly related to the study procedure. The sponsor assessed this event as causally related to the procedure and possibly related to the device utilized.